Manufacturer narrative:
Review of the submitted system controller log files as well as the log file downloaded from the returned system controller confirmed the reported elevations in pump power and estimated flow; however, a specific cause for the parameter fluctuations could not be determined through this evaluation. The system controller log files cumulatively contained approximately 35 days of data from (B)(6) 2017 to (B)(6) 2017 and captured multiple elevations in pump power up, which were correlated with elevations in estimated flow. The pump speed remained above the low speed limit for the duration of the log file data while the pump was connected to power. The returned system controller was functionally tested and found to operate as intended during analysis. The controller operated on a mock hmii circulatory loop and no power elevations were reproduced. The investigation did not identify a correlation between the returned system controller and the elevated power levels recorded in the log file. The patient remains ongoing and no further issues related to pump parameter changes have been reported at this time. A correlation between the device and the reported driveline infection and the patient¿s elevated lactate dehydrogenase level could not be conclusively determined. Driveline infection and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record, including the sterilization and packaging documentation, found no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient lactate dehydrogenase was elevated due to driveline infection. The patient had been admitted to the hospital, and underwent a driveline debridement. On (B)(6) 2017, cultures were positive for pseudomonas. It was reported that lvad power elevations were observed, and that the lvad clinicians believed this to be associated with the patient¿s condition. The patient¿s lactate dehydrogenase (ldh) trended downward, and the patient was discharged. It was reported that the patient has had an ongoing infection that was being treated with cefepime. On (B)(6) 2017, it was reported that elevated powers and flow continued. No additional information was provided.